Manufacturer narrative:
The device was not received for evaluation. All product is released meeting all product design specifications, as well as quality and manufacturing criteria prior to its release.

Event description:
A report was received on (B)(6) 2019 from the nurse of a critical care patient with unspecified pathology, stating that the luer connection broke on (B)(6) 2019. The patient's central venous catheter was replaced with no associated patient injury.